Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value. Customer blood glucose value at time of incidence was 600 mg/dl and current value was 347 mg/dl. Customer other blood glucose value was 326 mg/dl. Customer was alleging the insulin pump under delivering insulin. Customer stated drive support cap was normal. Customer also received insulin flow block alarm and assisted to perform displacement test and test was passed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with needles. The device will be returned for analysis.